Manufacturer narrative:
(B)(4). This lot was manufactured from october 09, 2014 - october 14, 2014. Evaluation summary: the device was received for evaluation. During visual inspection white particles ranging in size from 0.67 to 1.46 mm were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particles to be acrylic material. The reported condition was performed. The cause of the condition was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its reservoir. This was found before patient use. The device was filled with meropenem, tobramycin and ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.